Event description:
It was reported prior to pump implantation, there was a programming error, specifically the pump could not be interrogated. Two different physician programmers were used, and communication was not possible. The pump was never implanted. There were no patient symptoms reported. There was no medication information reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. The pump was returned and the analysis lab was able to read ip/ir and program the pump for internal decontamination and flow test. The lab also performed the telemetry test by using the 6 cm spacer. No issues with the pump during all the tests.